Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the complaint could not be determined. A root cause could not be determined. The dexcom mobile application is only compatible for select smart devices and mobile operating systems.